Event description:
There was an allegation of questionable results from the cobas 6000 c501 module. Of the data provided, the results for chloride were discrepant. The initial result was 123.8 mmol/l. The repeat results were 107.0 mmol/l and 107.6 mmol/l.

Manufacturer narrative:
The chloride electrode lot number and expiration date were not provided. The field service engineer checked the general condition, sample pipette, ise sipper, electrodes, and ise drain. He found slight deterioration in the pipe and condensation on the reaction cuvettes. He found the washing unit retained a residual drop that was randomly dispensing into some cuvettes, and the tubing for the cuvette wash flow had cracks. He repaired the tubing and performed calibration and qc. In the analyzer alarm trace, an "abnormal aspiration" alert was issued one minute before the event. The investigation is ongoing.

Manufacturer narrative:
The field service engineer performed an adjustment of the sample pipette and reagent probe, cleaned the incubation bath fill sensor, and performed an inspection and adjustment of the ise sipper nozzle. The investigation determined that the event was due to contamination of the measuring cuvettes by sodium ions and improper washing of the cuvettes. The issue was resolved by the service actions.